Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they found a leak at valve vl3a of the coulter lh 750 hematology analyzer. Customer reported that the leak appeared to be a blood and diluent mixture. Customer reported that the volume of the leak was about 3 ml. Customer reported that the leak produced a fluid detector (fd) 7 error on the slidemaker. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak caused by a hole in the tubing through fd2 of the sample access module. The fse replaced the tubing, fd2 and fd7. The fse verified the repairs were performed per the established procedures.